Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) were burnt or cut at the base. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was observed in central processing during inspection and then given for return. It is unknown if it occurred during the last procedure the instrument was used in. There is no patient information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The fbf instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The fbf instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Additionally, the instrument exhibited signs of corrosion on the instrument bearings, excessive amount of dried residue around the clamping pulley cable grooves. The root cause is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fbf instrument associated with this event has been performed. Per logs, the fbf instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.